Event description:
It was reported that heat related failure occurred. Allegedly, it will run for an hour then shut off.

Manufacturer narrative:
Additional info will be provided once investigation is completed.